Event description:
During the primary surgery, the head trial slipped out of the surgeon's hand and got lost in the pt's soft tissue between the abdomen and pelvis. The surgery was exteded 1 1/2 hrs and the trial remains embedded in the pt's soft tissue.